Manufacturer narrative:
Batch review performed on 05 september 2016: lot 154537: (B)(4) items manufactured and released on 12 january 2016. Expiration date: 2020-12-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size s - 4, code 01.29.208, lot. 154928 (k112115). (B)(4) items manufactured and released on 09 december 2015. Expiration date: 2020-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The infection has been confirmed. The pathogen results are not available. The surgeon also found that the patient had a fracture. The surgeon utilized a cerclage cable to reduce the fracture and rebroached. The surgeon revised the stem and head. The surgery was completed successfully. X-rays and explants are not available.